Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During procedure, the left atrial pressure was >12 mmhg, the patient's activated clotting time (act) levels were 375s and patent rhythm was sinus. The amulet was successfully implanted after 2 partial recaptures due very difficult anatomy and transseptal puncture (tsp) trajectory was suboptimal. Approximately 11 hours post concomitant procedure, the patient became lightheaded and diaphoretic. A repeat limited echocardiogram (echo) showed cardiac tamponade and a pericardiocentesis was performed. A 700cc were drained with an additional 150cc overnight. The drain tube was pulled on (B)(6) 2025 and the patient was in the stable condition preparing for discharge on (B)(6) 2025.

Manufacturer narrative:
An event of circumferential cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the exact cause of the reported tamponade could not be conclusively determined. It is possible that the reported operational difficulties due to difficult anatomy may have contributed to the reported event, however this cannot be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The reported medical intervention was case-specific circumstance as pericardiocentesis was performed. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Field indicated that the second amulet was implanted using same delivery system, "if the device is retracted while it is in the sheath, the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction."